Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and confirmed the customer's issue. The fse replaced the buffer valves, but the issue persisted. The fse found a broken tube which was allowing air in the block. The fse also replaced the ise mix motor and verified system operation with no further issues. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results with high anion gap on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.